Event description:
It was reported that during an arthroscopic osteotomy the tip of the device broke off after inserting into the tissue. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update kpilz 04-feb-2025: all parts were retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the 9-mm cutter from the flipcutter® ii had broken off and not been returned with the device. Functional testing was not performed due to the damage to the device. The bone quality encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.